Manufacturer narrative:
The following report is being submitted to relay additional information received the complaint sampled was evaluated and the event was confirmed. Visual evaluation determined that the threaded shaft of the hex bolt was fractured from the hex head. It was confirmed that the diameter and material hardness of the shaft were conforming to print specifications. The device showed wear & tear that indicated successful use during a potential field age of approximately 7 years 7 months. Review of the device history records for reported components identified no deviations or anomalies that could contribute to the reported event. A root cause is determined to be a design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source, foreign - the event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the screw broke when inserting the cup. According to the nurse in the operating room, hard impaction was used when hammering in the cup. They easily managed to get the loose screw out. Attempts have been made and additional information on the reported event is unavailable.